Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (1g, intraperitoneal and stat) and forzid injection (1g, intraperitoneal and 3 times a day) for peritonitis on the same day as the onset. Antibiotic treatment was ongoing. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.